Event description:
Unable to confirm consistent atrial capture on current egm. I see a ventricular response to the atrial pace but unable to confidently say its capturing with the morphology. Device appears to be undersensing on atrial lead. Also, device appears to be possibly oversensing on ventricular lead see marker channels in vhr episode. Reference report mw5120756. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.